Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of left circumflex artery. A 3.00x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on mid-section of the stent were lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink at 97.8 cm distal to the distal end of strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of left circumflex artery. A 3.00x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.